Event description:
A wire exchange was performed with a non-abbott wire for a viperwire advance coronary guide wire. A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily tortuous left anterior descending artery (lad). The oad advanced in the lad with some difficulty at the first bend, but successfully crossed. There was additional difficulty at the second bend. Glideassist was used and the crown jumped 10mm to distal. The crown was retracted to the mid lad and a low-speed treatment was performed. The crown jumped and made contact with the guide wire spring tip which resulted in a guide wire fracture. In addition, a perforation in the mid lad was observed which was suspected to be due to the crown. The oad and guide wire were removed. The perforation was resolved with stent placement. 2.5 cm of the guide wire was left in vivo. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported guide wire spring tip fracture that was left in the patient appears to be related to unintended user error. The diamondback 360¿ coronary orbital atherectomy system instructions for use (IFU) warns: "maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary¿. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply. The additional device referenced in b5 is filed under a separate medwatch report number

Event description:
A wire exchange was performed with a non-abbott wire for a viperwire advance coronary guide wire. A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily tortuous left anterior descending artery (lad). The oad advanced in the lad with some difficulty at the first bend, but successfully crossed. There was additional difficulty at the second bend. Glideassist was used and the crown jumped 10mm to distal. The crown was retracted to the mid lad and a low speed treatment was performed. The crown jumped and made contact with the guide wire spring tip which resulted in a guide wire fracture. In addition, a perforation in the mid lad was observed which was suspected to be due to the crown. The oad and guide wire were removed. The perforation was resolved with stent placement. 2.5cm of the guide wire was left in vivo. The patient was stable.